Event description:
At 5 years and 7 months from the primary, the patient came in reporting pain due to a loose femoral component and the cause is unknown the surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 170780: (B)(4) manufactured and released on 24-may-2017. Expiration date: 2025-05-10.no anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.